Manufacturer narrative:
Date of report : 18jun2019, date rec¿d by MFR : 14jun2019. The customer's biomed reported that the unit passed preventative maintenance service utilizing the current revision k of the service manual. Utilizing the correct revision of the service manual revealed that there was no device failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/21/2019. The manufacturer's technical service personnel advised the customer that the company no longer checks unit at zero. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during preventive maintenance, flow was found to be off at zero liters per minute (lpm). There was no patient involvement.